Event description:
Summary update: the customer discontinued using the device and insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged pump error 23 & pump error 15 on 04 march 2023. Unit passed active current measurement, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit failed to pass the sleep current measurement due to high current unit was successfully download using thump for history files and trace files. Pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump error 15 was found on 03/04/2023 13:11 in history files. Pump error 53 & pump 4 was found on 03/05/2023 14:49--15:03 in history files. Pump error 23 was found on 03/04/2023 13:11 in history files and this was expected. Pump was cut open to perform visual inspection and found¿ evidence of moisture damage¿on the force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay. Pump error 15 is confirmed due to being found in history files and due to hardware anomaly. Pump error 23 is not confirmed. Pump error 53 & pump error 4 were confirmed due to being found history file and due to software anomaly. Unexpected battery power loss is confirmed and isolated to pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error 15-''the critical block and inverse critical block did not add to zero"  and pump error 23-"post-reset ram crc alarm".  Troubleshooting was performed and the alarm was cleared successfully and the rewind completed. No harm requiring medical intervention was reported. It was unknown whether the customer continued using the device or not. Insulin pump will be returned for analysis.